Event description:
During a hand assisted lap. Nehrectomy, m.d. States endoscopic linear cutter mis-fired, it cut the renal artery that caused pt's severe bleed. It did not lay staples on one half of the cartridge.